Event description:
It was reported by customer that patients line cracked (B)(6) 2024 at 0800 where the cap connector is. Had to reaccess the patient. On (B)(6) 2024 the line cracked in the exact same spot again and we had to take the needle out and reaccess again. The lot number of the power port is is ashufc105, it is a 20 gauge 3/4 length needle. No negative impact to the patient, just additional discomfort. This report addresses the cracked needle on (B)(6) 2024.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that patients line cracked (B)(6) 2024 at 0800 where the cap connector is. Had to reaccess the patient. On (B)(6) 2024 the line cracked in the exact same spot again and we had to take the needle out and reaccess again. The lot number of the power port is is ashufc105, it is a 20 gauge 3/4 length needle. No negative impact to the patient, just additional discomfort. This report addresses the cracked needle on (B)(6) 2024.